Event description:
The date above is approximate. I started presenting with an infection of the cornea, which was treated with prednisolone but kept coming back. I've never had this issue before 2020 and when my dry eyes treatment was switched from (B)(6) due to a move. Since 2019 or 2020, I have had decreased vision and extreme blurriness after a long period of visual stabilization. Products: I've been using these products for my gas permeable contacts: for soaking and conditioning, I use over-the-counter: clear care plus, biotrue, optifree, boston advance. For dry eye care, I was prescribed by (B)(6): sclerofil, sodium chloride usp .9 (which was recalled for bacteria) after I had used most of the product (ndc-0487-9301-03). I was just sent a new batch. I also use over-the-counter blink eye drops for dry contacts. You need to check with dr.(B)(6) of (B)(6) for this information.